Event description:
Caller reported compact plus system blood glucose results of between 16 and 17 mmol/l and 3.8 mmol/l within 10 minutes. The caller was able to self-treat symptoms of dizziness. No adverse event was reported. Strips not available for return replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). Absent the device lot number, manufacture date cannot be determined. Strips not available for return.